Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room and the staff reported a heart rate of 30bpm. However, the physician in the emergency room is unsure how the measurement was obtained as it was hard to feel this patient's radial pulse and everything looks fine on the monitor. A boston scientific field representative noted there are no stored episodes of noise, threshold measurements could not be viewed and pacing pauses could not be viewed if there were any. The physician stated the patient was an inpatient last week for several days and there were no observed pauses on telemetry. Additionally, the physician stated there was a note in the patient's chart stating the patient has a backup pacemaker so therefore, there should be no pacing pauses. The clinical observations were documented and the physician will contact technical services if further assistance is required. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was subsequently explanted and electively replaced. The device was returned for testing. No adverse patient effects were reported.